Event description:
A cracked touchscreen on an insulin pump was reported by a distributor in slovakia, rendering the screen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level as the levels did not exceed critical thresholds. Technical support arranged to replace the defective pump, ensuring the continuation of insulin delivery with a replacement pump. The customer was informed about the replacement process and was instructed to return the problematic pump within 10 days using the provided pre-paid label and return box.